Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that a combination bolus could not be programmed. No further information was provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a cessation of insulin delivery if the user is unable to program bolus deliveries.

Manufacturer narrative:
Follow-up #1 date of submission 10/11/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/14/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed the last bolus as a 10 unit normal bolus. Multiple ghost bolus deliveries were also observed in the black box from the same date. During a visual inspection of the pump, no damage was observed. All of the keypad buttons responded properly to user presses. A 10 unit normal bolus and audio bolus was successfully programmed, delivered, recorded during testing. The complaint of an inability to program a bolus was not duplicated, and no defects were found. (B)(4).